Manufacturer narrative:
Premature battery depletion should have been included in the previous report.

Event description:
The device exhibited premature battery depletion.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the pacemaker exhibited backup vvi operation. The patient was asymptomatic and pacer dependent. It was noted that the device image would not download. Further investigation revealed that the hardware eri had been reached. The device was explanted and replaced on (B)(6) 2018. The patient was in a stable condition post procedure.

Manufacturer narrative:
The device was tested on the bench and no anomalies were found.